Event description:
It was reported on a voluntary medwatch: a patient reported to the hcp that the concentrator that was delivered to their home was not working and smelled like burnt plastic. The concentrator was reportedly inspected and a loose burnt wire was discovered on the pc board. Reportedly, the concentrator was retrieved from the patient home and sent for repair.

Manufacturer narrative:
The device has not been returned for evaluation. The name and contact information of the customer is not known at this time. The printed circuit board has a 10 pin connector. The pins are permanently soldered to the circuit board and the mating female part has two cables attached. If the connector becomes damaged so that the pins are no longer aligned and mating properly, it can result in a loose connector. The current to the pump motor feeds through this connection and is sufficient enough to cause a heat build up if loose. The service manual warns: caution: the control pcb (printed circuit board) contains complimentary metal oxide semiconductor (cmos) integrated circuits (ics) which are static-sensitive devices. Use care when handling the board to prevent static discharge from possibly damaging board components. Always handle pcbs by their edges and store them in a static-shielding bag. To prevent ic damage, observe standard safety procedures. Product labeling warns: this unit produces oxygen. Keep away from heat and open flames. Do not smoke near the patient or machine. The patient instruction manual warns that high concentrations of oxygen can cause rapid burning of other substances.